Event description:
It was reported that an 840 ventilator had generated a power on self test breath delivery unit (post bdu) error message. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
A service engineer (se) inspected the device and replaced the analog interface (ai) printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.